Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. The flotrac instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patients clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Without return of the product, it could not be determined if damages or defects were present on the flotrac sensor. It remains unknown if any clinical factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please see related medwatch 2015691-2016-03557 for the ev1000 monitor.

Event description:
It was reported that during use of an ev1000 monitor and flotrac sensor, on a patient undergoing colorectal surgery, the cardiac output value dropped from nearly 4 l/min to 2 l/min, stroke volume index dropped from the high 40s ml/b to 25ml/b and the stroke volume variation value increased. There were no fault/alert messages observed. The flotrac placement was changed, the cables were exchanged for another set of cables, however, the problem was not solved. The flotrac sensor was re-zeroed and the patient values were still considered to be inaccurate. The patient was not treated according to the inaccurate values. No patient compromise was reported. No patient demographics were available. Both the monitor and flotrac device are considered as suspect.